Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
While using a byte day aligners, patient reports that their top aligners are causing sores, bleeding, a ridge in the gum line and are very tight. Having patient do upper and lower impressions. Recommended to discontinue wearing their aligners if they are not comfortable. Provided tips to the patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.